Manufacturer narrative:
Film evaluation summary: the reported endoleaks were confirmed based on the reviewed imaging. The endoleaks observed at 21 months post-procedure was most likely a type ia endoleak. Although the cause of this endoleak could not be conclusively determined, it is possible that the neck angulation and short infrarenal neck may have contributed. The subtype and cause of the endoleak noted on (B)(6) 2024 could not be definitively determined from the available CT imaging; a type IV endoleak is unlikely given its typical occurrence within 30 days post-implantation. Type ia or type ib endoleaks are also improbable as there is no CT evidence. CT scans showed slow progressive aneurysmal sac enlargement, but the cause of the increased sac pressure cannot be conclusively determined. Type ii or type iiib endoleak cannot be ruled out although there is no definitive CT evidence. There was a noted short distal seal at the left iliac on latest CT scan, possibly due to proximal limb migration related to the aneurysm enlargement, although a type ib endoleak was not seen. Correction: d9 b5: the previously reported aneurysm sac diameter measurement of "8.4-93mm" (at 52 months) should read "84-93mm" instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c93ee, serial/lot #: (B)(6), ubd: 08-oct-2021, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 12-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 58mm abdominal aortic aneurysm. Echo 9 months previous to the index procedure revealed abdominal aortic aneurysm with a maximum diameter of 49 mm. At the time of the index procedure, CT imaging noted an aneurysm enlargement, with a maximum diameter of 58 mm, prompting the evar where an endurant iis stent graft system was implanted. A follow up CT 8 months post the index procedure revealed a suspected endoleak, due to the diameter of the aneurysm increasing to 68 mm. Intervention was performed where heli-fx endoanchors were implanted to treat the type ia endoleak, with a maximum diameter of 76 mm. Post-evar cta 3 months later showed no signs of endoleak and the diameter of the aneurysm remained at 76mm. Further follow up CT on 9 months post the intervention confirmed no type ia endoleak, the aneurysm had a maximum diameter of 77 mm. Follow-up CT 3 years post the index procedure showed no type ia endoleak, with a maximum diameter of 76 mm. Follow-up ct3 years and 7 months post the index procedure showed no type ia endoleak but showed an increased diameter, reaching 82 mm due to a type ii endoleak .the physician suggested embolization of the type ii endoleak but the type ii endoleak was not treated. Follow up CT "approximately" 4 years post the index procedure showed an unknown endoleak. It was reported the endoleak is associated with the endurant iis, and is a possible type IV, type ii, or if the left limb has caused an unhealthy landing zone. Per the physician the cause of the type ia endoleak 8 months post the index procedure was thought to be possible from a short aortic neck. The cause of the current unknown endoleak could not be determined and it is said there is no obvious internal leakage currently. The endoanchors are not involved in the endoleak but as the implantation of endoanchor was a reintervention surgery, it may cause the oversizing was not enough due to neck dilatation. No additional clinical "sequelae" were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received ; the patient neck diameter during the index procedure measured 23-25mm with a neck length of 10mm. There was 17% oversizing of the esbf2814c103ee. At approximately 24 months after the index procedure a small contrast was observed in the aneurysm sac. A type ii endoleak was suspected and the aneurysm sac measured 80mm. At 30 months, 36 months 43 months and 52 months post index procedure the aneurysm sac diameter measured approximately 76-77mm, 75-80mm, 80-84mm and 8.4-93mm, respectively. At approximately 51 months, the radiologist did not identify a type ii endoleak and the physician decided to convert to an open surgical procedure at approximately 53 months post index . During the open surgical procedure, the physician saw muddy thrombus at the anterior aspect of the aneurysm sac and suspected there was a blood jet was present. After cleaning the anterior thrombus, they noticed the thrombus in the posterior aspect of the aneurysm sac was much harder. The team injected water and 3 leaking holes were visible from the device's fabric in the bifurcate. One of the hole was relatively large. They were 5cm above the body at anterior. It can be observed in the covered stent that some hemostatic procedures were taken during the surgery. They suspect the leakage was from a small lumbar artery and treated by electrocauterization. It was clarified that the stent graft was not removed during the open surgical procedure and it is still in the patient's body. The patient recovered on the following day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.